Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 2 upon download, indicating that the pod was first awakened during the investigation. Inspection of the pod found no indication that the user attempted to fill and awaken the pod. No gouge marks or puncture holes were observed in the fill septum that would indicate an attempt was made to fill the reservoir and awaken the pod. The cannula could not have deployed as reported as the needle was not deployed. No damages or defects were present that would prevent the pod from being filled, activating, and deploying the cannula as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.0 smartphone hardware: iphone16.2 cgm sensor type: g6.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.